Manufacturer narrative:
In mfg report no 1823260-2024-00723, the fourth line of b5 describe event or problem should have been: "the repeat result from the other module was 140 mmol/l." Instead of: "the repeat result was 140 mmol/l."

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and replaced the detergent tube in the cell rinse unit which he found to be leaking, he confirmed that the assay and the module were again performing within specifications. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The investigation determined the event was due to a maintenance issue (leaking detergent tube in cell rinse unit). The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results from several patient samples tested on the cobas 6000 c501 module. The reporter was able to provide one example of a discrepant result: the initial na result from the module was 160 mmol/l. The repeat result was 140 mmol/l.